Manufacturer narrative:
A medtronic representative went to the site to test the system. The representative found the sidewall latch mechanism not working properly due to loctite found causing the mechanism to get stock. The representative removed the sidewall latch mechanism to remove the loctite and clean the assembly. Adjusted the door open/close signal switch. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the unit made a loud popping noise when attempting to open the gantry door. It also occasionally would not flag that it was closed when it was physically closed. Gives error message "gantry door is open."  There was no patient present.